Manufacturer narrative:
The complaint states revision of failed elite plus stem and duraloc liner, stem has fractured at the neck. A review of complaints databases and manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of failed elite plus stem and duraloc liner, stem has fractured at the neck. Update: reason for revision: stem fracture, severe wear.